Event description:
The physician successfully implanted a 3.0 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal to mid rca. The target lesion exhibited 90% stenosis. There was no evidence of thrombosis following the procedure. One day post index procedure, the patient returned to the hospital and an acute thrombus was successfully aspirated from the deployed endeavor sprint stent in the rca. One other brand stent was deployed. Patient status post-procedure was reported as good, with an excellent angiograph appearance. Two days later, patient death occurred. The physician assessed that there was no relationship between the endeavor sprint stent and the death event.

Manufacturer narrative:
(B)(4): evaluation, results: root cause of the event cannot be determined. Stent thrombosis, death. Conclusions: root cause of the event cannot be determined.